Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was undersensing due to sensitivity programming and variable r-wave amplitudes. Potential far field signals were noted on the right atrial (ra) lead. The patient was reportedly experiencing unspecified symptoms. The leads remain in use; no further patient complications have been reported as a result of this event. It was further reported the patient was seen in clinic and later sent to the ed for acute cystitis with hematuria. The patient's symptoms were clarified as shortness of breath on minimal exertion, decreased appetite, weight loss, and bilateral lower extremity swelling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was undersensing due to sensitivity programming and variable r-wave amplitudes. Potential far field signals were noted on the right atrial (ra) lead. The patient was reportedly experiencing unspecified symptoms. The leads remain in use; no further patient complications have been reported as a result of this event.